Manufacturer narrative:
This report is submitted on december 14, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a poor performance from onset. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, on (B)(6) 2017, the device was explanted and the patient was reimplanted with another cochlear device during the same surgery.